Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.